Event description:
The customer originally reported that a monitor did not alarm for events that occurred after a patient had an asystole alarm. They did not attribute an involvement of the device to the death of the patient.

Manufacturer narrative:
The customer reported that "none of the subsequent strips (attached) generated an alarm." Spoke with the vp of quality/patient safety, who stated that the device did not contribute to the death of this patient. She also clarified that they were not alleging that they did not get alarms, they alleged that the alarms did not generate additional strips. The patient was a dnr and there would have been no delay in treatment, since the nursing staff were made aware of the asystole event via the paging system. The event was reported to philips 10 days after the incident. The hospital clinicians wondered why they did not get additional strips generated for additional alarm events. This issue would not be likely to cause or contribute to death or serious injury as real-time monitoring and alarm annunciation functions are unaffected. This would only affect the ability to obtain strips. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. The initial findings are consistent with no malfunction, since additional strips will not be printed for subsequent lower-level alarms if a high-level alarm is not silenced. A final report will be submitted once the investigation is completed.